Manufacturer narrative:
Correction: additional information indicated that the correct date the manufacturer received information that a reportable event had occurred was (B)(6) 2017, not (B)(6) 2015 as previously reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97713, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3998, lot# v004442, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for other upper quadrant sites and non-malignant pain. The rep reported that initial impedances showed that 4-5-6-7 were all over 40,000 ohms but that was because the lead configuration was incorrect and these values would be expected as these electrodes were not connected to anything. The rep reported that the patient had 2x4 configuration and was originally programmed to 0-7 which was incorrect. The rep reported that the patient was actually using 0-3 and 8-11 electrodes. The rep reported that they changed the electrode numbering and reran electrode impedance. The rep reported that pairs with 0, 2 and 22 were greater than 20,000 ohms; 3-8 were 18,530 ohms; 1-8 were 611 ohms; 8-10 were 678 ohms. The rep reported that electrodes 1, 8, 9 and 10 appeared viable per the impedance results. The rep reported that the patient had a history of high impedance. The rep reported that there was still some high pairs but the change was made to the lead numbering. The rep reported that they were going to continue to work with the patient to reprogram. The rep reported that they thought they became aware of the high impedances in (B)(6) 2015 after an overdischarge recovery but thought the high impedances were known to the patient¿s healthcare provider (hcp) prior to this overdischarge event. No further complications anticipated. Additional information was received from the hcp via manufacturer representative regarding the patient. It was reported that the cause of the high impedances was unknown. No further troubleshooting was done and no further actions took place. Patient was not weighed at time of event but the chart indicated patient's weight to be (B)(6) pounds. At the time of the report, patient was happy with their stimulator, was receiving relief and had a reduced pain since the device was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.